Manufacturer narrative:
Corrected data: h4- 07-may-2019 in previous MDR is corrected to unk. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Model #: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into patients left eye (os) and excessive vault was observed. Reporter indicated cause of evnet was "sizing issue." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.